Event description:
The customer reported that the display is blank. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned user interface assembly shows that the burn out cold cathode fluorescent lamp (ccfl) backlight causes the blank screen display.